Event description:
It was reported that customer had been hospitalized on (B)(6) 2014 with blood glucose of 627 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and bent cannula. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting could not continue for high blood glucose due to customer not having enough supplies. Customer's father will call back after supplies are received. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.